Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt syncopal but analysis could not relate the episode to rate drop response (rdr). Changes will be made to parameters to assist in potential detection and treatment. Device remains in use. No further patient complications have been reported as a result of this event.